Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during routine follow up, a decrease in ventricular sensing was observed. It was suspected that this is due to the patient being in af. Patient will be monitored. The patient condition was good after the event.